Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a staining issue with the benchmark ultra system. The customer reports that the pathologist originally ordered a mart 1 stain, then deleted the mart 1 and recreated it for prame. However, the stain was completed for mart 1. The label was printed after the order was placed at 9:22 am, and the run started at 11:40 am. The run report shows mart1 and the protocols were verified to be correct.